Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced inadequate pain relief/no pain relief and excessive pain since the ins was implanted. It was also stated that the patient experienced excessive and continued pain that had not improved by the ins. The ins failed to reduce pain. There was no consistent improvement in pain since the ins was implanted. The ins was reprogrammed several times. The device was reprogrammed on (B)(6) 2017 and changed to hd setting. On (B)(6) 2017 the device was reprogrammed to expand coverage to foot on right leg. The physician ordered an MRI to access the symptomology. On (B)(6) 2017 an MRI was ordered to access symptomology and lack of pain relief by ins. Per exam pain levels were 8-8-10. The MRI revealed spinal stenosis, disc herniation, and s1 nerve root compression. On (B)(6) 2017 surgery was done with explant of the entire system. Decompression surgery, micro -discectomy and hemi-laminectomy was noted. This event resulted in in-patient hospitalization, urgent care visit, and an unscheduled clinic or office visit. The outcome was reported as resolved without sequelae on (B)(6) 2017. The event was possibly related to the device or therapy, confirmed to be related to failed ins, but not related to the implant procedure or programming. On (B)(6) 2017 the patient reported pain had improved, pain level 5-3-3. No further complications were reported or anticipated. Additional information received from the healthcare professional indicated that on (B)(6) 2017, there was an adverse event that occurred as a result of an MRI. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the site deleted the form that indicated the MRI information. The patient had exited from the study as of (B)(6) 2017.